Manufacturer narrative:
Customer reported that a pyxis medstation system es unexpectedly stopped communicating. Nurse reported a delay when trying to obtain the medication, this delay contributed to the patient being transferred to the emergency department. Nurse stated that the patient would have had to be moved to the emergency department regardless. Customer did not provide additional details. This event is recorded on complaint number (B)(4) a field service technician evaluated the device; this malfunction was caused by the customer's network configuration. Field service technician configured the customer's network, and the issue was resolved. No product malfunction.

Event description:
Customer reported that a pyxis medstation system es unexpectedly stopped communicating. Nurse reported a delay when trying to obtain the medication, this delay contributed to the patient being transferred to the emergency department. Nurse stated that the patient would have had to be moved to the emergency department regardless. Customer did not provide additional details.

Manufacturer narrative:
Customer reported that a (B)(6) medstation system es unexpectedly stopped communicating. Nurse reported a delay when trying to obtain the medication, this delay contributed to the patient being transferred to the emergency department. Nurse stated that the patient would have had to be moved to the emergency department regardless. Customer did not provide additional details. This event is recorded on complaint number (B)(4) a field service technician evaluated the device; this malfunction was caused by the customer's network configuration. Field service technician configured the customer's network, and the issue was resolved. No product malfunction.

Event description:
Customer reported that a (B)(6) medstation system es unexpectedly stopped communicating. Nurse reported a delay when trying to obtain the medication, this delay contributed to the patient being transferred to the emergency department. Nurse stated that the patient would have had to be moved to the emergency department regardless. Customer did not provide additional details.